Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated. Technical services (ts) discussed a field representative should provide assistance. This ICD remains in service. No adverse patient effects were reported.